Manufacturer narrative:
(B)(4). Evaluation of the incident device confirmed the tip was broken off and insulation had been removed from the tip of the electrode. Additionally, scratches were noted on the tip of the electrode. The noted damage was caused by improper use and handling of the device. No trend has been identified for this failure mode. Review of the manufacturing records found the reported lot was released meeting specifications.

Event description:
Additional information reported by the customer identified the insulation had been cut off prior to the tip breaking. Scratches on the electrode were caused by stress from external contact.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a low anterior resection procedure, the device tip was repeatedly put in and out of the patient during use. After a few hours of use, when the device tip was inside the patient cavity, the electrode tip came off. The device and the disengaged part were removed from the cavity without any harm to the patient and another device was used to continue. The procedure completed without further issue.